Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Chipped front tooth [tooth fracture]; didn't feel quite right - mouth [feeling abnormal]; piece of metal has come apart from the toothbrush head [device breakage]. Case description: a female consumer, age unspecified, provided a spontaneous report via e-mail on (B)(6) 2018 that she has been using oral-b electric toothbrushes her whole life and never had a problem, however, recently she bought some replacement oral-b power oral care refills, which she began using on an unknown date, and when using one of the brushheads it didn't feel quite right, something was wrong. She stated that after using it for a while she felt something in her mouth and crunched down on it hard. She reported that upon inspection a small piece of metal had chipped her front tooth. She stated that she deduced it was from the toothbrush head, which she was correct in thinking that it was not working correctly. She reported that there was a metal piece which had come apart from the toothbrush head. The case outcome was not recovered/not resolved. Treatment details: unknown. Relevant history: hist drug/prev exp: oral-b electric toothbrushes. Concomitant product(s): none reported. No further information was provided. 10-dec-2018 update: concomitant product used was an oral-b electric toothbrush version unknown.